Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained. Reportedly, customer reverted to an alternate method of insulin therapy.